Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The units left on the status screen and units left in the reservoir matched during the testing. The device had cracked reservoir tube lip, and a deep gash was noted in the case right about the left side of the display window. Several boluses were programmed and delivered. The device delivered the boluses correctly and stored them in the bolus history correctly.

Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for unexplained high blood glucose and found that the customer was in the emergency room for a medical assistance. The customer mentioned that she experienced dehydration and stomach ache. The customer stated that she was treated and then released. No further information was provided.